Manufacturer narrative:
On (B)(6) 2015, the tss conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and determined that the flow factor was set incorrectly to achieve the proper retention time for sa1c. The customer was instructed to change the flow factor which resolved the issue. The most probable cause of the reported event was due to an incorrect flow factor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported peak pattern issues with their g8 analyzer. A technical support specialist (tss) spoke to the customer to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.